Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient attended a control without the possibility to read the implant in the software. Tests were performed with a new coil and different computer, without success. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. In addition, in situ measurements showed two channels involved in a short circuit due to undetermined reasons. Currently the further steps are unknown.

Event description:
The recipient attended a control without the possibility to read the implant in the software. Tests were performed with a new coil and different computer, without success. The recipient has not had a medical meeting yet.